Event description:
It was reported that during a lap appy, intermittent error 4 occurred. The case was completed with this device. No consequence.

Manufacturer narrative:
(B)(4). Info not available, device not returned for analysis.